Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot, 6237496. Checking the quality databases revealed no anomaly in connection with the described defect. On (B)(6) we received 1 used sample and decontaminated it with anioxyde 1000 - after inflate the balloon we did not see any anomaly. The balloon burst issue is known and monitored on a monthly basis. No other corrective action will be implemented as the specific trend for balloon issue and this product family is considered acceptable.

Event description:
According to the available information, water leakage observed. Dr. Confirmed balloon burst, no residue or particle remains in patient's bladder, no clinical consequences reported.